Event description:
It was reported that the patient received an inappropriate shock from the subcutaneous implantable cardioverter defibrillator (s-ICD). Upon review it was found there was oversensing of noise with changing amplitude. At the time of the shock the patient had been listening to music. Review of previous stored episodes by boston scientific technical services (ts) noted similar noise. One episode was not treated and the other episode did lead to an inappropriate shock. Ts discussed possible causes including device movement or the suture sleeve over the sense b electrode. The sensing vector was reprogrammed and no noise was observed. The s-ICD and electrode remain in service and no adverse patient effects were reported.

Event description:
It was reported that the patient received an inappropriate shock from the subcutaneous implantable cardioverter defibrillator (s-ICD). Upon review it was found there was oversensing of noise with changing amplitude. At the time of the shock the patient had been listening to music. Review of previous stored episodes by boston scientific technical services (ts) noted similar noise. One episode was not treated and the other episode did lead to an inappropriate shock. Ts discussed possible causes including device movement or the suture sleeve over the sense b electrode. The sensing vector was reprogrammed and no noise was observed. The s-ICD and electrode remain in service and no adverse patient effects were reported. Additional information was received that the s-ICD was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed. Visual inspection identified no anomalies. The device was able to be interrogated and a memory download was performed successfully. The device was then exposed to simulated heart load conditions, and the defibrillation and sensing functions were tested. The device operated appropriately, according to its performance specifications with no out of range measurements or interruptions in therapy output. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.